Event description:
Catheter was in place and was being flushed when a leak was seen at exit site. The catheter was pulled out of the tunnel a short way and a pinhole was seen. Catheter removed and replaced.

Manufacturer narrative:
The catheter's distal tip has a broken, irregular edge. The catheter segment received does not include the complete manufactured length of tubing and indicates a portion of the catheter has been severed and not returned to the MFR for evaluation. A lot history review reveals no mfg issues and no other complaints for this lot. Documents within the complaint file indicate leakage at the exit site was sited after the catheter was in place. Partial retraction of the catheter from the tunnel revealed a pinhole leak. No other info is provided. Presumably, the catheter was without additional complications at the time of the complaint event. The complaint of subcutaneous leakage is confirmed, user-related. The characteristics of the damage suggest an inadvertent puncture with a needle (suture or hypodermic) or scalpel. As stated above, the complaint incident was discovered at the time of placement as a result of an exit site leak. This evaluation could not replicate the leak without occluding the catheter's distal tip. This indicates that at the time of placement, the catheter had been occluded distal to the leak. This, as well as the mechanism of and reason for the distal tip transection cannot be ascertained as the catheter's distal segment is not included with the complaint sample.